Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep reports high impedances that were noticed today while meeting with the patient. Rep stated they plan to reply to email in this case with the report that was generated. Rep stated that the impedances "went down the line like this", but didn't specify if that meant high impedances, or if they were referencing the relationships between the electrodes. Ts sent email providing information on high impedances for synergy batteries. Rep states the highest impedances were 4000. Rep states programming on electrodes 4-7 with: program 1 + on 4 and - on 6 and 7 amplitude 1.6 ma pulse width 450 hz rate 60 program 2 + on 5 and - on 7 amplitude 4 ma pulse width 450 hz rate 60 continuous and no cycling. Mdt rep reports the following impedances: 0 and 1 1395 ohms, 0 and 2 greater than 4000 o hms, 0 and 3 greater than 4000 ohms. Ts reviewed with average of 700 ohms for program impedance yields about 20 months. Rep also states they see the following information. Rep did not state if this was on the patient's device, or when interrogating the device. Patient use: percentage used ??? 1485 hours used last reset greater than 315 of 2023 number of activations 107 battery ok. Ts sent email to rep to provide information on typical voltage, as well as what the term activations means. Ts sent email to rep to request where the rep was seeing the term "activations" (on the patient programmer or the clinician tablet). Ts sent reply email stating normal impedance range for this device and what the term "activation" means that the rep sees on the 8840. Rep also reported the patient stated today that they would like their ins system explanted, as they are having some other diagnostics done for increased pain they are having and the stimulation is not covering that anymore. Patient would like to be able to have MRI capabilities in the future. Follow-up to add that the pain the patient has is from the indication for the stimulator (possibly a disc). Rep also reports patient was kicked in the back by one of their grandkids and their stimulation coverage changed at that time. This occurred a couple of months ago. Patient reported their pain became more intense.

Manufacturer narrative:
B3: event date is date valid  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the ins is 24 years old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there were zero issues when they called in previous, they stated that the battery was implanted 25 years ago so they called technical services to understand what they were reading on the clinician programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.